Event description:
It was reported that the right atrial (ra) lead dislodged during a ventricular tachycardia (vt) ablation procedure. The ra lead was explanted and replaced. It was also reported that the right ventricular (rv) lead had r-waves that decreased for over approximately three years due to the patient having arrhythmogenic right ventricular cardiomyopathy (arvc). The rv lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing had environmental stress cracking breach (non-electrical), the outer insulation was torn, there was a white substance on the exposed defibrillation coil, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix, the guidetooth was damaged and there was apparent explant damage. (B)(4) - the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the outer insulation was breached cut, there was a white substance on it and it had a cosmetic depression. Also the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage.